Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer felt the insulin pump was not delivering the correct amount of insulin. Troubleshooting was not possible at the time of the call. Advised the caller to have the customer call for troubleshooting at her convenience. Nothing further was reported.